Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates there is periprosthetic lucencies noted along the medial aspect of the tibial hardware, consistent with the reported history of tibial loosening. Bone quality appears grossly within normal limits. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: stem extension straight 10mm dia x 100mm length(combined length 145mm) catalog # 00598801010 lot # 64399627; articular surface with insert and locking screw use with lps/lps-flex 51 or 52 suffix; femorals size ef 17 mm height catalog # 00596203217 lot # 63817961. Once the investigation has been completed, a follow-up MDR will be submitted.  Not returned by hospital.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to loosening of tibial component.